Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. UDI: (B)(4).

Event description:
The customer reported that their device had no voice prompts when the on/off button was pressed and the device lid was opened. Without audible voice prompts, the device could not be used on a patient by a user. There was no report of any patient use associated with the reported issue.